Event description:
This case was reported by a consumer and described the occurrence of choking in a (B)(6) female pt who used poligrip extra strength as a denture adhesive. A physician or other health care profession has not verified this report. Concurrent medical conditions including aspirin allergy, codeine allergy, heart condition, high blood pressure and penicillin allergy. The pt was taking no concurrent medication. In 2003, the pt began using poligrip extra strength. About 36 hours later, the pt experienced throat swelling, and she had to go to the hospital because she was choking and had trouble breathing. It was unk if she was admitted. This case was assessed as medically serious by gsk. The pt was treated with antibiotic cream for one week. Use of poligrip extra strength was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-00344. Poligrip extra strength is manufactured in (B)(4) and marketed under the trade name super poligrip ultra fresh in the united states. Neither the lot number nor the product was available. (B)(4).